Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported downstream occlusion alarm which was reproduced. A review of the event history log identified downstream occlusion alarm. The reported condition was verified. The cause was determined to be an out of specification force sensor reading. The force sensor could not be calibrated and therefore the downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.